Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified this device has not been in service before for a related issue. Functional testing and visual inspection were performed. The customer issue was replicated as error code 41781 was identified during power on. The root cause of the issue was a faulty main board. The main board will be replaced once the customer approves purchase order.

Event description:
The customer returned the product for a red screen error, during device analysis, error code 41781 was identified. There was no patient involvement.